Event description:
We do not know how the housing melting occurred. You will need to look into whether it was in internal issues of the driver but we cannot rule out that it may have been placed next to something hot in the ambulance or on the scene. Paramedic was using ez-io driver to place blue io needle into patients right proximal tibia and it lost power and would not drive needle hub flush to skin, needle hub remained approximately 1/4" from desired depth. I was able to manually twist the needle the remaining fraction of an inch flush to the skin, with successful placement of needle, verified with aspiration of bone marrow and fluid flowing easily with no signs of infiltration. It was a cardiac arrest patient we successfully resuscitated, we transported, they were admitted to the hospital and then discharged to hospice care 3 days later. We do not know their current status.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9058 (sn (B)(6) ) was returned for evaluation. The sample is also associated with tc 20042583 in regards to overheating in storage. Upon receipt, the driver was visually inspected. Visual inspection revealed significant thermal deformation to the housing which is indicative of the motor running continuously for an extended period of time. When the trigger was pulled, the driver was operable and a solid green led was displaying. The driver was then subjected to simulated sawbone insertions per driver IFU (8048 rev. 04). This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (B)(4) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(4)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3): insertion 1: 5.37 secs, insertion 2: 5.03 secs, insertion 3: 4.92 secs. It should be noted that after the third medium saw bone insertion, the led status switched from solid green to blinking red. This indicated that the driver was approaching its end of useful life upon return and now had approximately 10% battery life remaining. Hard profile (105 lbs/ft3): insertion 1: 9.35 secs, insertion 2: 9.56 secs, insertion 3: 10.25 secs. The unit failed the hard saw bone phase of testing since the driver took greater than 10 seconds to fully insert into the saw bone. The driver was opened to test and record operating characteristics. Battery voltage measured as 17.6 dc volts (B)(4) without being activated. Battery voltage measured as 13.8 dc volts (voltmeter: (B)(4)) when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). The measured voltage is slightly lower than the nominal specification of 18.2v for the battery pack upon release. This is expected after device use. The eeprom was parsed and the results reveal the charge count was 15,705 ,981 and the cycle count was 138. The recorded charge count supports a depleted battery as the charge count has exceeded the maximum depletion value of 15,300,000 per ver0190 accel biotech firmware verification test report. The cycle count of 138 (trigger activations) is significant as it substantiates driver usage with considerations to bone density, average insertion time, storage, and frequency of testing. The eeprom also revealed that there was 1 extra-long trigger pull (pull greater than 5 minutes). This is significant as it explains the thermal deformation that was observed on the driver casing. See tc20042583 for investigation details regarding the thermal deformation to the housing. The motor and gearbox were connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the motor and gear box were operable, exhibiting no signs of electro/mechanical problems. The battery pack was disassembled and each battery cell was measured with the following results (from red to black wire): 2.94 dc volts, 2.94 dc volts, 2.94 dc volts, 2.92 dc volts, 2.87 dc volts, 2.96 dc volts. These values are slightly lower than the nominal specification of 3v for each cell upon release. This is expected after device use. It should be noted that although the complaint is confirmed, the exact conditions that the customer experienced could not be recreated since the led switched from solid green to blinking red during functional testing. The driver only failed functional testing after it switched to blinking red. Therefore, an abrupt battery failure could not be confirmed. However, functional testing and eeprom analysis can confirm a loss of power due to battery depletion. It is possible that the extended trigger pull that was found with this driver could have contributed to the accelerated loss of power. Two ifus will be referenced for this investigation. The ez-io driver IFU (8048a rev. 04) states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". "When storing the vascular access pak (vap), remove the trigger guard to prevent accidental activation of the ez-io power driver.". The ez-io needle IFU (8087a rev. 04) states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone.". A review of the device history record found that the driver passed all the release criteria. The device was released in 03/2018 and is approximately 4 years old. The complaint has been confirmed. The driver failed functional testing since it took greater than 10 seconds to fully insert into the hard saw bone. Testing confirms that the driver loss of power was related to battery depletion. The root cause is undetermined since the exact conditions that the customer experienced could not be recreated as the led switched from solid green to blinking red during functional testing. No corrective/preventative actions will be assigned. The complaint has been confirmed. The driver was returned with a solid green led display. During functional testing, the led status switched from solid green to blinking red. This indicated that the driver was approaching its end of useful life upon return and now had approximately 10% battery life remaining. The driver then failed the hard saw bone phase of testing as it took greater than 10 seconds to fully insert into the saw bone. Per the eeprom data analysis, the charge count was 15,705 ,981. The recorded charge count supports a depleted battery as the charge count has exceeded the maximum depletion value of 15,300 ,000 per ver0190 accel biotech firmware verification test report. Since the driver was returned with a solid green led, we know that the reported failure must have occurred with a green status showing on the driver. It should be noted that although the complaint is confirmed, the exact conditions that the customer experienced could not be recreated since the led switched from solid green to blinking red during functional testing. The driver only failed functional testing after it switched to blinking red. Therefore, an abrupt battery failure could not be confirmed. However, functional testing and eeprom analysis can confirm a loss of power due to battery depletion. It is possible tha t the extended trigger pull that was found with this driver could have contributed to the accelerated loss of power. A DHR review was performed with no evidence to suggest a manufacturing related cause. No other defects were revealed with the driver or its components during the investigation. Therefore, the root cause is undetermined at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
We do not know how the housing melting occurred. You will need to look into whether it was in internal issues of the driver but we cannot rule out that it may have been placed next to something hot in the ambulance or on the scene. Paramedic was using ez-io driver to place blue io needle into patients right proximal tibia and it lost power and would not drive needle hub flush to skin, needle hub remained approximately 1/4" from desired depth. I was able to manually twist the needle the remaining fraction of an inch flush to the skin, with successful placement of needle, verified with aspiration of bone marrow and fluid flowing easily with no signs of infiltration. It was a cardiac arrest patient we successfully resuscitated, we transported, they were admitted to the hospital and then discharged to hospice care 3 days later. We do not know their current status.